Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Omsc confirmed the reported failure. The exact cause of the reported event could not be conclusively determined. However, the reported event was caused by followings; the device was defective. The usage time of the device has exceeded the useful life. There is an abnormality in the current flowing from clh-250. The device is placed in an environment that accelerates deterioration. If additional information becomes available, this report will be supplemented.

Event description:
The customer alleged a complaint that this device installed in halogen light source clh-250 burned out too soon. There was no report of patient injury associated with this event.